Event description:
During a high voltage lead integrity check, the lead impedance measured low. The lead was examined using fluoroscopy and a lead fracture was confirmed. The lead was cut below the fracture site, capped, and a partial lead returned for analysis.